Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number:(B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer requested a speaker replacement. It is unknown if the device produced sound at time of report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Good faith efforts were made to obtain additional information regarding the event details; however, this information remains unknown as the philip remote service engineer (rse) has been unable to reach the customer for resolution information. Based on the information available, the cause of the reported problem was not confirmed. The reported problem was not confirmed. Philips is unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.